Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt had the device removed due to an infection. No further symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.